Event description:
Procedure type: gastric band. According to the reporter: the device would not toggle. The doctor opened a new one. There was no unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).